Event description:
It was reported that during a superficial femoral artery angioplasty, the coating of the zipwire guidewire detached and remains in the pt's body. The physician believes that while gaining access with repeated insertion and removal attempts, the insertion needle may have cut a piece of the guidewire coating, which he believes was left in the pt's groin. Upon post-procedure follow-up with the pt, his foot was healed and the procedure was considered successful. No pt injuries or complications were reported. Pt status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant info become available, a supplemental medwatch report will be filed.